Event description:
Revision surgery - the pt had an infection in the right hip, therefore all of the implants were removed about 6-8 weeks prior to the revision surgery. An antibiotic spacer was placed in until the infection clears. The implants did not fail.

Manufacturer narrative:
On (B)(6) 2013 an agent informed djo surgical of a revision surgery to treat an infection. The original surgery was performed on (B)(6) 2013. The outcomes attributed to this surgery are required intervention to prevent permanent impairment/damage. The healthcare professional indicated a significant adverse event to the patient. There was no information submitted with this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to an infection. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not returned to djo surgical for examination. The device history records for the reported components involved were examined. A review of the sterilization records shows that the reported devices received adequate 25-40 kgy gamma radiation sterilization doses or were processed through an acceptable hydrogen peroxide gas plasma sterilization process. All parts were within their expiration date at the time of the original surgery. A review of the implant device history records, product complaint report database, and sterilization records show that the reported components used in the original surgery met sterilization, design, and manufacturing requirements. No information was submitted with this complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have contributed to an infection or inhibited the patient's immune system. There are multiple factors that may contribute to infection that are outside of the control of djo surgical. The data reviewed in this report supports that the infection was not the result of a product or manufacturing process defect.